Event description:
The pt said that when she work up, she found that her pump had lost power. The pt confirmed that the battery compartment was tight with no yellow o-ring visible and found no other visible damage in and around the battery compartment or battery cap.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.